Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote merlin.net transmission. Atrial lead with noise was noted on stored ams episodes and confirmed the presence of possible lead noise. All other lead measurements were stable and in-range. Noise was not reproducible in the clinic. There were no programming changes made and the patient is doing fine.